Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open total gastrectomy, jaws did not open after the first firing when it was used for the duodenum resection. The jaws were opened by the manual release lever after trying several times. However, two staple lines (expect for the first line of the cut-off stump) beside gastric were malformed. The issue occurred only in the area where the first stroke was done. Staple lines at other areas were complete. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n56d7c. The analysis results showed that one sc60 device was returned with no visual non-conformances and with an ecr60b fully fired reload and no loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.